Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter.

Event description:
Information was received from a consumer (con) regarding a patient receiving dilaudid of an unknown concentration and dose via an implantable infusion pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had a CT scan in the past, about a month ago, unrelated to the device, and her doctor stated he reviewed the x-ray and determined she may have a mass at the beginning of the catheter but did not know. The patient also mentioned her doctor will be replacing the pump due to normal battery depletion and the healthcare professional (hcp) stated he would probably change the catheter at that time also. The patient also mentioned she already had surgery on her back unrelated to the device. No further complications were expected or anticipated.